Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation revealed that the left ventricular (LV) lead exhibited loss of capture. Chest X-ray confirmed a dislodgement of the LV lead. The lead was explanted and replaced on (b)(6) 2026. The patient was in stable condition.